Event description:
Information received indicates the hi/low ran up unintentionally.

Manufacturer narrative:
The technician isolated the issue to the left head siderail outer control panel assembly. The technician replaced the siderail control panel to repair the bed.